Event description:
Customer reported that he went in to diabetic ketoacidosis twice recently due to broken cannulas. Customer reported that he had a blood glucose level over 1000 mg/dl at the time of the most recent incident. Customer also reported that he suffered a stroke which was linked to the diabetic ketoacidosis. Customer was wearing the insulin pump while hospitalized. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.